Event description:
A 7mm x 28mm flexible biliary stent was implanted on event date in an 80% left iliac artery stenosis with moderate tortuosity and little calcium. It is reported that the physician did not pre-dilate the iliac stenosis and primary stented the lesion. It is reported that as the stent was positioned in the area of stenosis, the proximal end of the stent flared out and started deploying, so the physician quickly hooked up the indeflator and manually flushed as hard as he could to rapidly expand the stent. The physician stated that he felt there was a "flap" on the balloon tip and the pt's blood pressure expanded the tip of the balloon. The physician pulled the stent delivery system out and inserted an opta 5 angioplasty balloon to fully expand the stent. The physician reported that there was a good clinical result and the pt is fine. There was no add'l clinical sequelae regarding this event.

Event description:
Scanning electron microscopy exam of the catheter reveals that the failure or crack may have been initiated from the inside, as indicated by damage observed on the inside of the balloon at both ends of the crack. The crack may have been initiated by two individual cracks that fused under the pressure of balloon inflation. The initial cracks in the catheter may have been caused by a defect in a mandrel used in themfg process. Further investigation into the mfg process could not determine the source of the crack. No burns of sufficient size to create such a crack were found on the mfg mandrels. The reported "self-inflation" of the balloon could not be reproduced by medtronic ave, and the cause of the "self-inflation" could not be determined.

Event description:
Scanning electron microscope examination of the catheter reveals that the failure or crack may have been initiated from the inside, as indicated by damage observed on the inside of the balloon at both ends of the crack. The crack may have been initiated by two individual cracks that fused under the pressure of balloon inflation. The initial cracks in the catheter may have been caused by a defect in a mandrel used in the mfg process. Further investigation into the mfg process could not determine the source of the crack. No burns of sufficient size to create a crack were found on the mfg mandrels. The reported "self-inflation" of the balloon could not be reproduced by medtronic ave, and the cause of the "self-inflation" could not be determined.